Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
An event regarding disassociation, fretting/metallosis and abnormal ion level involving an accolade stem that was mated with an lfit v40 cocr head was reported. The disassociation and fretting/metallosis events were confirmed via review of provided medical records by a clinician and inspection of the provided photograph of the device. Abnormal ion level was not confirmed. Method & results: -product evaluation and results: the reported device was not returned however a photograph was provided for review. Visual inspection of the provided photograph of the stem indicated damage consistent with loss of taper lock. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the implant record from the index surgery confirms an lfit v40 head was implanted. The revision operative report dated (B)(6) 2019 states there was significant metallosis within the joint. The head had not dissociated but was grossly loose. Once the head was removed the surgeon noted significant deformation of the trunnion with material loss leaving the appearance of a "pointed tip." There is no documentation to confirm or refute elevated serum metal ion levels. The root cause of this issue cannot be established from this limited documentation. Should additional information become available I would be happy to further this assessment." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2007 and was revised on (B)(6), 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Per provided revision operative report: "he felt something happen and he no longer walked appropriately on his leg. X-ray showed that the femoral head had dislocated from the femoral trunnion and in fact, the trunnion is abnormal in appearance. [...] There was a significant amount of metalosis about the hip." The stem was revised to a competitor stem, and the acetabular components were revised to a competitor construct as well "to match the femoral side." There were no reported allegations against the revised shell.